Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While placing the lead during the initial implant procedure, the helix of the right ventricular (rv) lead extended on its own without any torque applied. The lead was retracted and successfully positioned and implanted to resolve the event. The patient was in stable condition.